Event description:
It was reported that during an implant procedure, the physician was unable to tighten the set screw on the neurostimulator down on the lead. The torque wrench would "click" and the lead was still loose in the channel. The physician then tried to use a clamp on the torque wrench to tighten the screw with no success. A new device was then implanted and the case was completed. Impedance measurements after checked out fine. No injuries were reported and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.